Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings on your complaint related to bottle macconkey broth 500g, catalog number 220100, batches 2207023, complaint # (B)(4) for issues with media preparation. Components are milled and blended (where required), and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing includes dehydrated medium appearance, solubility, solution appearance, and growth performance with organisms as specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time there have been no other complaints on this product for this defect. One photo was sent in lieu of a return for this complaint. The photo shows two bottles of reddish to purple liquid. This complaint cannot be confirmed by the information available. The customer stated in the complaint that they re-prepared the same batch following the same procedure and the results were then satisfactory. Bd will continue to trend for complaints on performance defects. H3 other text : see h.10.

Event description:
It was reported that ph issues occurred with the preparation bd difco¿ macconkey broth. The following information was provided by the initial reporter: we had an issue with the preparation of the macconkey broth (batch 2207023). According we put 105g in 3 l of water, we measured the ph and it was 7,343. We tried to prepare the medium again with the same batch following the same procedure and now it is good.

Event description:
It was reported that ph issues occurred with the preparation bd difco¿ macconkey broth. The following information was provided by the initial reporter: we had an issue with the preparation of the macconkey broth (batch 2207023). According we put 105g in 3 l of water, we measured the ph and it was 7,343. We tried to prepare the medium again with the same batch following the same procedure and now it is good.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.